Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and the insulin pump was going white. The customer's blood glucose was 190 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened button dome switch. Inspected the lcd connector and no unlocked connector was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the button keypad anomaly. The pump had a high stop current due to a faulty component on the radio frequency board. The pump had minor scratches on the display window.